Event description:
It was reported that the safety shield is easily detached with a bd vacutainer® eclipse¿ blood collection needle. This occurred on 48 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: customer says safety shield is easily detachable as the device¿s hinge holding the shield is partially open. The laboratory assistants (phlebotomist) regarding the safety shield say that is easily detachable as the device¿s hinge holding the shield is partially open. Staff have reported that using the thumb method of closing the device, the shield easily dislodges. Staff are weary of using the thumb method and resort to using the hard surface method, also dislodging the shield from the device. Additional information received 2019-05-dec: what is the product batch/lot number? Unknown. Was there exposure to blood/bodily fluid? If yes, provide the details. No. Was there medical intervention? If yes, provide the details. N/a. Was there a needle/probe stick? If yes, provide the details. N/a. Can you explain the situation when the safety (pink) shield came off the device? Staff was activating safety device per manufacturer instructions. At what point during the procedure did this occur (preparation, venipuncture, safety shield activation, etc.) Shield activation. Was a holder used? Yes. If yes, when putting on holder, are they using the shield to tighten the needle into holder? Yes. It is unavoidable. How are the needles stored (stored in the box, loose in a different container, etc) loose in a different container. How are they activating the safety shield? (Using thumb to activate the safety shield, using a hard surface, etc) using the thumb. Did the safety shield fall off in one piece or was it broken? In one piece. If the shield did not fall off in one piece, which part of it was broken? (At the hinge, top half of the shield, etc) n/a.

Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for device locking mechanism with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the safety shield is easily detached with a bd vacutainer® eclipse¿ blood collection needle. This occurred on 48 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: customer says safety shield is easily detachable as the device¿s hinge holding the shield is partially open. The laboratory assistants (phlebotomist) regarding the safety shield say that is easily detachable as the device¿s hinge holding the shield is partially open. Staff have reported that using the thumb method of closing the device, the shield easily dislodges. Staff are weary of using the thumb method and resort to using the hard surface method, also dislodging the shield from the device. Additional information received 2019-05-dec: what is the product batch/lot number? Unknown. Was there exposure to blood/bodily fluid? If yes, provide the details. No. Was there medical intervention? If yes, provide the details. N/a. Was there a needle/probe stick? If yes, provide the details. N/a. Can you explain the situation when the safety (pink) shield came off the device? Staff was activating safety device per manufacturer instructions. At what point during the procedure did this occur (preparation, venipuncture, safety shield activation, etc.) Shield activation. Was a holder used? Yes. If yes, when putting on holder, are they using the shield to tighten the needle into holder? Yes. It is unavoidable. How are the needles stored (stored in the box, loose in a different container, etc) loose in a different container. How are they activating the safety shield? (Using thumb to activate the safety shield, using a hard surface, etc) using the thumb. Did the safety shield fall off in one piece or was it broken? In one piece. If the shield did not fall off in one piece, which part of it was broken? (At the hinge, top half of the shield, etc) n/a.